Event description:
It was reported that this right ventricular (rv) lead exhibited high shock lead impedances greater than 125 ohms. This impedances was gradually increasing. A lead calcification was suspected. Commanded shocks was recommended to testing the impedance measurements avoiding delivered impedance >145 ohms to avoid 1005 fault code. No additional adverse patient effects were reported. This lead remains in service.